Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles and 'lens appears to be tilted in the inferonasal sector' h11- manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of iridocorneal angels, and elevated iop. Medication was prescribed. Reportedly, "lens appears to be tilted in the inferonasal sector". The lens remains implanted. It was also reported, "the doctor is monitoring the patient on a weekly basis. The vault has decreased by approximately 50 microns, and most importantly, the intraocular pressure has decreased despite discontinuation of the medication previously used to reduce eye pressure." The cause of the event was reported as unknown.